Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon a x-ray, it was revealed the patient's right ventricular lead was dislodged in the right atrium. The lead was repositioned. The patient was reported to be recovering.